Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimate. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during the procedure interaction with the anatomy and/or other devices resulted in the reported peeling. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure, the command 18 guide wire was removed from the patient and the tech noticed green flakes on his gloves coming from the guide wire. The guide wire was set aside and a new one was used to complete the procedure. No additional information was provided.